Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left descending artery. A 1.75mm rotapro burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the set rotation speed was 180,000. However, the speed went up and down from speed range of 160,000 to 260,000. The device stalled and stopped. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch or ablation button was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. During destructive testing, it was identified that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate, leading to a device stall.

Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left descending artery. A 1.75mm rotapro burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the set rotation speed was 180,000. However, the speed went up and down from speed range of 160,000 to 260,000. The device stalled and stopped. The procedure was completed with another of the same device. No complications were reported.